Manufacturer narrative:
The device was returned to zoll; the customer had indicated that they were aware that the device shut down due to depleted batteries. Our evaluation found that the batteries were depleted because the device was stored without attaching the electrodes. Our investigation concluded that the device met specification. The device passed the final test procedure, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to download clinical data from the device, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.